Manufacturer narrative:
MDR 8021545-2024-00254 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11- apr-2024, it was reported that the patient faced an issue with infusion set was leaking at the quick release. The infusion set was used for 3 days. No further information available.